Manufacturer narrative:
The field service engineer (fse) found the vacuum tubing was cracked and had a hole in it causing the acid nozzle to drip into cells. The fse repaired the vacuum tubing, adjusted gear pump pressure, replaced both reagent probes and a sample probe, replaced the photometer lamp and reaction cells, and performed adjustments on all probes. Precision testing was performed. The customer ran patient correlations between both c502 systems and the results matched. Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions (repairing the vacuum tubing) resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either crep2 creatinine plus ver.2 (crep2) or gluc3 glucose hk (gluc3) on a cobas 8000 c 502 module. Patient 1 initial crep2 result was 0.19 mg/dl. This result was reported outside of the laboratory. The repeat result from a different c502 module was 1.14 mg/dl. This result was believed to be correct. Patient 2 initial gluc3 result was 23 mg/dl. This result was reported outside of the laboratory where it was questioned by the physician. A finger stick test was performed and the result was "higher." The specific result was not provided. The repeat result on a different c502 module was 105 mg/dl. This result was believed to be correct. The crep2 reagent lot number was 663665. The expiration date was not provided. The gluc3 reagent lot number was 661054. The expiration date was not provided.